Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included metformin since 2006 for diabetes. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), nausea ("nausea") and gallbladder disorder ("bladder complications"). In 2008, the patient experienced bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes") and headache ("headaches"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection: urinary"). In (B)(6) 2008, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), infection ("infection"), abdominal pain upper ("stomach pain") and endometriosis ("endometriosis"). The patient was treated with oxycocet (percocet), vicodin, dicycloverin (dicyclomine), ondansetron (zofran), antibiotics, cholecalciferol (vitamin d), iron, trimeperidine and surgery (hysterectomy, oophorectomy (bilateral removal of ovaries, salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and abdominal pain upper had resolved, the dyspareunia, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, alopecia, nausea, vaginal discharge and gallbladder disorder outcome was unknown, the migraine, urinary tract infection, headache and depression was resolving and the weight increased and endometriosis had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, headache, infection, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight: 214 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received. Treatment drug were added. Added event bladder complications. Updated onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included metformin since 2006 for diabetes as well as amitriptyline, amlodipine (norvasc) and simvastatin (simvastatin mepha). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), nausea ("nausea") and gallbladder disorder ("bladder complications"). In 2008, the patient experienced bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes") and headache ("headaches"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection: urinary"). In (B)(6) 2008, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), infection ("infection"), abdominal pain upper ("stomach pain") and endometriosis ("endometriosis"). The patient was treated with oxycodone (percocet), vicodin, dicycloverin (dicyclomine), ondansetron (zofran), antibiotics, cholecalciferol (vitamin d), iron, trimeperidine and surgery (hysterectomy, oophorectomy (bilateral removal of ovaries, salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and abdominal pain upper had resolved, the dyspareunia, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, alopecia, nausea, vaginal discharge, gallbladder disorder and vulvovaginal pain outcome was unknown, the migraine, urinary tract infection, headache and depression was resolving and the weight increased and endometriosis had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder disorder, headache, infection, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms, current weight: 214 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Product information updated. Event: vaginal pain was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included metformin since 2006 for diabetes. In march 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), bladder disorder ("bladder problems/changes"), urinary tra;CT disorder ("urinary problems/changes"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), urinary tract infection ("infection: urinary"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), infection ("infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain") and endometriosis ("endometriosis"). The patient was treated with oxycocet (percocet), vicodin, dicycloverine (dicyclomine), ondansetron (zofran) and surgery (hysterectomy, oopherectomy (bilateral removal of ovaries, salpingectomy). Essure was removed in october 2010. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and abdominal pain upper had resolved, the dyspareunia, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fatigue, irritable bowel syndrome, alopecia, nausea and vaginal discharge outcome was unknown, the migraine, urinary tract infection, headache and depression was resolving and the weight increased and endometriosis had not resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, infection, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight: 214 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (menorrhagia), bladder problems/changes), urinary problems/changes, fatigue, irritable bowel syndrome, hair loss, infection: urinary, headaches, nausea, vaginal discharge, weight gain, depression, stomach pain and endometriosis added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), infection ("infection") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterectomy to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine, infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.